Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer was provided with information on how to reset the pump and was assisted in resetting it by cts. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction code reappeared, and they acknowledged and understood the instructions.